Manufacturer narrative:
Correction: the rotor was returned unused and not replaced as previously reported. Device manufacturing date provided. The hardware investigation of the returned collimator found that the reported event was related to a mechanical issue. Visual inspection at arrival noted the drive cable for x-drive had jumped the guide and was binding the plates. A second portion of the cable is slightly frayed and snagged. Manually seated the cable in the guide and installed the collimator in a test imaging system. The collimator passed motion calibration. X, y and filter move as expected at each start up. Tested collimator on fixture and identified cumulative stroke error fail for homing filter ladder. Faulty collimator x axis drive cable is slightly frayed and jumped guide causing jam. The reported event was confirmed. The software investigation of the logs found that the reported event was also related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative reported that the imaging system consistently booted into the 'collimator initializing' error. Replacement of the collimator along with the rotor resolved the issue. No further issues were reported. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system became unresponsive and would not take fluoro shots. Rebooting of the system did not resolve the issue. Site used another imaging system to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.